Event description:
The initial reporter received questionable elecsys troponin t hs, elecsys ft4 iii assay, elecsys ft3 iii results for four patients tested on a cobas 8000 e 801 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer as well as a different cobas 8000 e 801 module. At 13:35, patient 1's initial ft4 result was >100 pmol/l. At 16:38, the patient's repeat ft4 result on a different cobas 8000 e 801 module was 20.3 pmol/l. At 13:48, patient 2's initial ft3 result was >50 pmol/l. At 14:09, the patient's repeat ft3 result on the same analyzer was >50 pmol/l. At 17:07, the patient's repeat ft3 result on a different cobas 8000 e 801 module was 4.78 pmol/l. At 14:08, patient 3's initial troponin result was 3 ng/l. The customer reported the patient's result as <5 ng/l outside the laboratory. At 16:41, the patient's repeat troponin result on a different cobas 8000 e 801 module was 156 ng/l. At 14:21, patient 4's initial troponin result was 3 ng/l. The customer reported the patient's result as <5 ng/l outside the laboratory. At 17:12, the patient's repeat troponin result on a different cobas 8000 e 801 module was 16.8 ng/l. The repeat results were determined correct and corrected reports were provided. The troponin reagent lot number was 523685 with an expiration date requested but not provided. The ft4 reagent lot number for initial testing was 541093, and the reagent lot number for repeat testing was 572941. The expiration dates were requested but not provided. The ft3 reagent lot number was 510082 with an expiration date requested but not provided.

Manufacturer narrative:
The customer checked the sample probe, sipper, and pinch valves but did not find any abnormalities. The field service engineer found a leak and replaced the tubing. He performed qc with ok results. The investigation is ongoing.

Manufacturer narrative:
The field service engineer also replaced a system plunger. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer checked the sample probe, sipper, and pinch valves but did not find any abnormalities. The field service engineer found a leak and replaced the tubing. He performed qc with ok results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs, elecsys ft4 iii assay, elecsys ft3 iii results for four patients tested on a cobas 8000 e 801 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer as well as a different cobas 8000 e 801 module. At 13:35, patient 1's initial ft4 result was >100 pmol/l. At 16:38, the patient's repeat ft4 result on a different cobas 8000 e 801 module was 20.3 pmol/l. At 13:48, patient 2's initial ft3 result was >50 pmol/l. At 14:09, the patient's repeat ft3 result on the same analyzer was >50 pmol/l. At 17:07, the patient's repeat ft3 result on a different cobas 8000 e 801 module was 4.78 pmol/l. At 14:08, patient 3's initial troponin result was 3 ng/l. The customer reported the patient's result as <5 ng/l outside the laboratory. At 16:41, the patient's repeat troponin result on a different cobas 8000 e 801 module was 156 ng/l. At 14:21, patient 4's initial troponin result was 3 ng/l. The customer reported the patient's result as <5 ng/l outside the laboratory. At 17:12, the patient's repeat troponin result on a different cobas 8000 e 801 module was 16.8 ng/l. The repeat results were determined correct and corrected reports were provided. The troponin reagent lot number was 523685 with an expiration date requested but not provided. The ft4 reagent lot number for initial testing was 541093, and the reagent lot number for repeat testing was 572941. The expiration dates were requested but not provided. The ft3 reagent lot number was 510082 with an expiration date requested but not provided.